Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported infusion was being pulled from the primary intravenous (IV) bag and not from the secondary IV bag. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Concurrent flow may have several potential causes related to infusion setup an improperly primed set, including back check valve, or improper/incomplete clamping of the primary fluid when running a secondary infusion above 300 ml/hr. These setup factors are referenced in the compatible sets list and the spectrum iq operators manual (which is shipped with every spectrum iq pump) and are not related to spectrum infusion pump function. A review of the event history log was performed and found the last infusion programmed on the last day of customer use was a primary infusion programmed at 165 ml/hr with a volume-to-be-infused (vtbi) of 65 ml and a secondary infusion with a rate of 500 ml/hr and a vtbi of 10 ml. This infusion ran for less than 1 minute before the user stopped the pump. The customer did not provide event parameters or an event date, therefore the actual infusion in question is unknown. The spectrum iq operator's manual contains the note: "rates that exceed 300 ml/hr require the primary to be clamped off to prevent concurrent flow." The device was tested for flow accuracy and in an attempt to reproduce the reported symptom found the device to under-deliver by -5.45%. The reported condition was verified. The cause was determined to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was programmed to run secondary infusion but the infusion was being pulled from the primary IV bag and not from the secondary IV bag. The device ran a secondary infusion using a primary intravenous (IV) administrative set. The positioning of the secondary infusion IV bag was placed on the IV pole, higher than the primary infusion IV bag, and the infusion pump mention the event happened during delivery at the oncology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.